Event description:
A report through the (B)(6) indicated that a patient removed device from the box and there were no beeps during the treatment. During the second use, there seemed to be no mist generated. The patient switched to another device and it worked normally. Evaluation summary: the device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. Device manufacture date: 10/2009. (B)(6).